Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a black circle on screen display during priming. Customer's blood glucose was 300 mg/dl and was treated with manual injection. During rewind, it was reported that insulin pump received a compromised forced sensor alarm.

Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. The pump gave a motor error alarm during the basic occlusion test due to moisture on the force sensor. Unable to conduct the prime, occlusion or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and passed. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.